Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: b3 and h4 since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii xenon light source did not transmit images to the screen. There were no reports of patient or user harm.